Manufacturer narrative:
(B)(4). Results and conclusion: (interaction of the cutting balloon with the deployed stent). (Occlusion, tvr, stent migration, dissection, death).

Event description:
Patient received on integrity rapid exchange (rx) coronary stent (details unknown) during procedure with no issue reported. However, it was reported that approximately 3 months post implant, the patient presented with symptoms. In stent re-stenosis was confirmed. It was reported that the physician attempted to treat the in stent re-stenosis with a cutting balloon. However, it was reported that, on removal the cutting balloon caught on the integrity rx stent which migrated from its original position causing a dissection. It was reported that the patient died. It was reported that the physician did not link the incident with the integrity rx stent. Cd review: the procedural cd images have been reviewed by a clinical expert who commented that the cine cd images confirm previously deployed stents in the lad and in the ostium and proximal lcx. There appears to be restenosis present within the deployed stents. Balloon inflation within each deployed stent is captured; however, from the cd images it appears that the difficulties experienced by the physician may have originated in the lcx. The left main appears to have been damaged by the final inflation as there appears to be a new lesion in the distal lm. From the cd images it appears that the cutting balloon blade got stuck on the stent and drags it out as the device is withdrawn.